Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500 silicone came off of the tip (heater wire) of the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: b5 - event or problem changed trackwise # (B)(4). The lot # 25154022 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hempro vh-3500, the silicone came off of the tip of the hp1 jaw during the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.